Manufacturer narrative:
The device was returned to olympus and the device evaluation found that the 180-thread reading card was damaged. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the video system center had 180 line tubes that couldn¿t be read (image flickering). It is unknown when the issue was found. The device was returned for evaluation. During the device evaluation, it was found that the printed circuit board was damaged. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six (6) years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the "no image" malfunction would likely be a faulty printed circuit board. Olympus will continue to monitor field performance for this device.